Event description:
The following medwatch report was received from the FDA. During an angioplasty and stenting procedure of the right renal artery for stenosis with high-grade velocities, the balloon of the stent delivery system (sds) ruptured and fractured, and could not be retrieved. The balloon of the sds was removed with force and multiple fragments of balloon were missing and there were markers noted in the renal ostia. Also, a fragment of wire broke off in the renal artery itself. The patient was a male with known bilateral renal artery stents with restenosis on duplex and increased hypertension. The information states that the surgeon placed an omni flush catheter over a .035 guidewire into the aorta for an angiogram. The catheter was exchanged for an ig catheter, which was positioned into the level of the right renal artery. A guidewire was placed across the lesion with high stenosis. A palmaz blue stent was advanced to the lesion, but the surgeon was unsuccessful getting it into the renal artery. The physician then obtained a 5mm monorail balloon for pre-dilation of the renal artery, which resulted in good opening of the renal stenosis. The physician removed this balloon and re-inserted the palmaz blue sds to the lesion. When the balloon of the sds was inflated, it appeared to burst and fracture. The surgeon could not retrieve the device, and the catheter could not be pulled out of the patient. The balloon of the sds was removed with force. Multiple fragments of the balloon were missing, and there were markers noted in the renal ostia. There were balloon fragments on the guidewire, coming from the stent. Some balloon fragments were removed. A secondary catheter showed occlusion of flow or very limited flow in the right renal artery. A nephrogram was performed. The surgeon removed the catheter and, in doing so, a fragment of wire broke off inside the renal artery. The patient was taken to the operating room for emergency renal bypass and the retained wire was removed. Upon inspection of the wire, the surgeon observed that the wire was somewhat uncoiled. The wire was not saved by hospital. Patient had no post-op complications and was discharged to home post-op day 3.

Manufacturer narrative:
Please note that this med watch represents a .014 stabilizer guidewire that was named on a fax cover sheet that was received on june 24, 2006. The wire is not mentioned by name in the voluntary medwatch report that was received, or any of the additional information received, including procedural reports. The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. This medwatch report one of two products that was involved in procedure.